Event description:
Material#: 309657. Batch#: 4101731. It was reported that the bd luer-lok had a scale marking issue. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint - not calibrated correctly on syringe mat # 309657. Lot # 4101731. Sample available, please send return label to quantity affected - (B)(4) possibly more. Photos available forthcoming via email to pc. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse events reported. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? Approx. 05/05/2024. 3. Can you please provide the lot number associated with reported issue? 4101731.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. The event/product problem was incorrect in the initial MDR. Correct event/product problem is stopper angularity. Ten samples and three photos of 3ml luer-lok syringes (p/n - 309657) batch 4101731 were received and evaluated. All three photos show one loose syringe with stopper angularity having the stopper skewed to the barrel. All samples were received loose with a slight degree of stopper angularity. All samples were measured and found to be within acceptable limits. All scale measurements were found to be acceptable. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 4101731 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation findings revealed that the "scale marking issue" was actually "stopper angularity".